Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The evaluation of the device by sorc confirmed the followings; it was confirmed that the adhesive in the bending section was chipped or peeled off. Two switches on the control body were worn and watertightness was not maintained. The electrical contacts on the video connector were corroded. Scratches were found on the control body, light guide connector, and light guide lens. A part of the control body was discolored. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event was caused by followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
Olympus representative found that the endoscopic image disappeared during the incoming inspection of the device for repair. There was no report of patient injury associated with this event.